Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
The following summary is based on vasorum's medical review after receiving the death summary: on (B)(6) 2019, a (B)(6) year old male underwent stenting of the right lower extremity for peripheral vascular disease in an obl (outpatient based cath lab). It was reported that the celt deployment was successful, haemostasis was achieved and the patient was successfully discharged. The obl was located approximately one mile from the ER where the patient attended some hours later after discharge from the obl. The patient was receiving anticoagulation medication. On presentation to the ER, the patient had a tachycardia and was noted to have a low haemoglobin. A CT scan was performed which showed a large right retroperitoneal hematoma. The patient refused surgical intervention in a tertiary referral centre. He was observed in the ICU of the hospital and his blood pressure suddenly dropped at 3.00am on (B)(6) 2019. The patient suffered a cardiac arrest and died. The preliminary diagnosis was cardiopulmonary arrest secondary to hypovolemic shock, possibly secondary to haemorrhagic shock in the setting of a large retroperitoneal hematoma post obl outpatient procedure on the right leg. A detailed death summary report was received by vasorum on this patient.